Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). (Gi bleed).

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted; one in the 1st obtuse marginal and one in the distal lcx. It is reported that the patient reported to the emergency room complaining of black tarry stools approximately 4 months post index procedure. Lab studies confirmed anemia. It was diagnosed that the patient had a probable gastrointestinal (gi) bleed. Patient received 3 units of packed red blood cell transfusion. Patient was taking aspirin and prasugrel 24 hours before the event. It is reported that the patient recovered with treatment. Investigator has indicated that the event was not related to either the study device or the study procedure. (Ref MFR # 2953200-2011-00404).